Event description:
It was reported via a clinical study that a patient had a right total knee arthroplasty. Subsequently, approximately eleven (11) years post-implantation, the patient underwent revision surgery. During the revision surgery, the patient experienced a distal femoral fracture which required an open reduction and internal fixation during the surgery. The patient outcome has been reported as resolved with no additional complications due to the fracture. Due diligence is in process for this complaint; to date no further information has been provided.

Manufacturer narrative:
(B)(4). Medical product: stem extension straight splined uncemented 20 mm diameter +135 mm length: catalog#42560113520, lot#64817579; femoral distal augment cemented size 11, 11+ 15 mm thickness: catalog#42556607015, lot#64769974; femoral posterior augment cemented size 11, 11+ 10 mm thickness: catalog#42556807010, lot#64777399; femoral central cone size x-large: catalog#42545001014, lot#64627879; articular surface fixed bearing constrained posterior stabilized (cps) right 10 mm height: catalog#42522600810, lot#63673556; tibia fixed cemented right size f: catalog#42542007502, lot#64599651; tibial central cone size small: catalog#42545000511, lot#64643015; stem extension 3mm offset splined uncemented 15 mm diameter +135 mm length: catalog#42560313515, lot#64799487; biomet bc r 1x40 us: catalog#110035368, lot#945bae25. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-03363; 0001822565-2022-03364; 0001822565-2022-03365; 0001822565-2022-03366. The products will not be returned to zimmer biomet for evaluation, as the product remains implanted. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: straight stem provisional 20 mm diameter 135 mm length: catalog#: 42580113520, lot#: ni; 15 mm femoral distal augment provisional sizes 11, 11+: catalog#: 42586607015, lot#: ni; 10 mm femoral posterior augment provisional sizes 11, 11+: catalog#: 42586807010, lot#: ni; femoral central cone provisional extra large: catalog#: 42589001054, lot#: ni. H6: proposed component code: mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient underwent revision surgery for loosening. During the surgery, the distal femur was found to cracked while trailing. This crack was repaired with cerclage wire. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported via a clinical study that a patient had a right total knee arthroplasty. Subsequently, approximately eleven (11) years post-implantation, the patient underwent revision surgery. During the trailing process of the revision surgery, the patient experienced a distal femoral fracture which required an open reduction and internal fixation during the surgery. A cable cerclage device was used to repair the fracture. The patient outcome has been reported as resolved with no additional complications due to the fracture. Due diligence is complete and it was reported that no further information is available.

Event description:
It was reported via a clinical study that a patient had a right total knee arthroplasty. Subsequently, approximately eleven (11) years post-implantation, the patient underwent revision surgery. During the revision surgery, the patient experienced a distal femoral fracture which required an open reduction and internal fixation during the surgery. A cable cerclage device was used to repair the fracture. The patient outcome has been reported as resolved with no additional complications due to the fracture. Due diligence is complete and it was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: additional medical product: unknown. Kinamed super cable: catalog#ni, lot#ni. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.